Manufacturer narrative:
(B)(4).

Event description:
Withdrawal symptoms were reported. Symptoms included tingling and increased baseline spasticity. Per the reporter, the health care provider suspected possible granuloma. Event logs were normal. Device troubleshooting was being considered. The pump contained baclofen (compounded). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709sc, lot# n119707034, implanted: 2007 (B)(6), explanted: unk.